Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 117 mg/dl. Reportedly, the customer was able to clear the alarm and resume insulin delivery. Reportedly, the pump would continue to be used for insulin therapy however the customer also has manual injections available.